Manufacturer narrative:
Occupation is lay user/patient.

Event description:
The customer complained of discrepant inr results on coaguchek xs meter serial number (B)(4) compared to an unspecified laboratory method. The result from the meter was 2.7 inr. The result from the laboratory within 7 hours was 1.7 inr. No adjustments were made to the customer's medication. The customer's therapeutic range is 2.0 - 3.0 inr. There was no allegation that an adverse event occurred. The customer is fine. The customer has lupus and started a new medication related to it. The customer does not have hematocrit issues and is not on heparin or other direct thrombin inhibitors. The customer has had no changes in diet and no additional illnesses. The customer stated the test strips used at the time of the event were affected by the recall but the strip vial is no longer available as the customer has discarded it. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable master lot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.